Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with two smart touch bidirectional catheters. Initially, the temperature of the first smart touch bidirectional catheter (lot#: 17312253m) was not displayed so that the ablation could not be conducted at the right pulmonary vein after finishing the left pulmonary vein. The cable was re-connected and changed but the issue continued. The issue was resolved by changing to the second smart touch bidirectional catheter (lot#: 17276003m). After, the patient¿s blood pressure dropped. A cardiac tamponade was confirmed by the echocardiograph and a pericardiocentesis was performed. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion on the causality of the adverse event was that it was procedure related. The physician commented that the cause of the event might have occurred due to contacting too strong at the right pulmonary vein with the second catheter. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The customer complaint cannot be confirmed.

Manufacturer narrative:
This 3500a supplemental is being submitted as a correction. It was previously reported that the product for this complaint had been received and we provided the evaluation summary. However, on march 1, 2016 we became aware that the wrong product had been analyzed. After investigation it was found that this product analyzed is the product for the related catheter reported under #9673241-2015-00925 / manufacturer reference no: (B)(4). We have also received confirmation that we have received the correct product for this complaint (manufacturer reference no: (B)(4)). Therefore, this product has now been analyzed. (B)(4). (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with two smart touch bidirectional catheters. Initially, the temperature of the first smart touch bidirectional catheter (lot#: 17312253m) was not displayed so that the ablation could not be conducted at the right pulmonary vein after finishing the left pulmonary vein. The cable was re-connected and changed but the issue continued. The issue was resolved by changing to the second smart touch bidirectional catheter (lot#: 17276003m). After, the patient¿s blood pressure dropped. A cardiac tamponade was confirmed by the echocardiograph and a pericardiocentesis was performed. The patient was reported to be in stable condition at the time the complaint was reported. There is no information about the hospitalization. Upon receiving, the catheter was visually inspected and a bump was observed at the peek housing and tip transition. During an x-ray analysis it was determined that t-bar¿s were found slid down and one of those applied stress to the tip peek housing transition section and contributed to the bump observed. Due to the t bar¿s out of place, deflection test failed. An internal corrective action has been opened to investigate the t bar sliding down of its place. The catheter was tested for electrical performance, temperature response and stockert compatibility. Catheter failed during temperature test. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. The catheter was evaluated for eeprom, and the functionality of the sensor of the catheter was tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was not possible to be evaluated due to the thermocouple failure. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter temperature issue reported by the customer was confirmed and catheter failed during deflection test; however these failures are not related to the tamponade experience during the procedure. The root cause cannot be determined. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Internal corrective actions have been opened to investigate the tc breakage on the tip section for the smart touch and smart touch sf catheters, the t bar sliding down of its place and the peek housing issue on smart touch families.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/31/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
During an internal review of this complaint file on february 25, 2016, it was found that the UDI number provided on the 3500a initial report was incorrect. The correct UDI number is (B)(4). The labeling of the device was not affected. An internal corrective action has been opened to prevent this issue. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17312253m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two smart touch bidirectional catheters and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history was unknown. Initially, the temperature of the first smart touch bidirectional catheter (lot#: 17312253m) was not displayed so that the ablation could not be conducted at the right pulmonary vein after finishing the left pulmonary vein. The cable was re-connected and changed but the issue continued. The issue was resolved by changing to the second smart touch bidirectional catheter (lot#: 17276003m).this temperature issue is not indicative of a reportable issue. After, the patient's blood pressure dropped. A cardiac tamponade was confirmed by the echocardiograph and a pericardiocentesis was performed. The patient was reported to be in stable condition at the time the complaint was reported. There is no information about the hospitalization. A transseptal puncture had been performed. There was no information provided on the needle and sheath that were used. There was also no information provided if there was any anticoagulation received during the procedure. There was no error message observed on the biosense webster equipment during the procedure. The physician's opinion on the causality of the adverse event was that it was procedure related. The physician commented that the cause of the event might have occurred due to contacting too strong at the right pulmonary vein with the second catheter. Since the two smart touch bidirectional catheters were used during the procedure, biosense webster is taking a conservative approach and reporting this event under both the smart touch unidirectional catheter's.